Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: there was no visible damage to the keypad. All of the keypad buttons were found to be responding properly. The keypad was removed and no damage or contamination was observed to the keypad buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging and over responsive ok button. During troubleshooting the reporter indicated that there was damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.